Manufacturer narrative:
Patient ID: (B)(6). Patient weight is unknown. Date of event is unknown. (B)(4) lot number unknown. Implant date unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a revision procedure on (B)(6) 2017 due to a ulna fracture under the plate. One (1) locking compression plate (lcp) one-third tubular plate with collar 6 holes/69mm and six (6) unknown 3.5mm cortex screws were removed intact and easily. The patient was revised to a titanium flexible nail. The surgeon felt the fracture would heal better and ulna would be more stable in the future with the nail. There was no surgical delay and the procedure was completed successfully. Patient outcome is good. The patient had initially been implanted with the devices on an unknown date. This is report 1 of 2 for (B)(4).